Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) was externally shocked by emergency medical staff (ems) due to atrial fibrillation (af) with a rapid ventricular response (rvr). Upon review of storage episodes, it was noted several events along with a code 1007, which is indicative of charge time exceeding limitations, and a code 1004 was also observed indicative of a short circuit condition as a result of this non-boston scientific right ventricular (rv) lead damage. Which led to the ICD being into the safety core and ICD system replacement was recommended. At this time, the ICD system remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)